Event description:
Bard navarre - universal drainage catheter with nitinol was placed on (B)(6) 2014. After procedure, nurse noted bag full of air and did not seem to be functioning properly. Investigation revealed that the connection tubing to the bag was cracked. Catheter replaced by radiologist. No harm to patient. Diagnosis or reason for use: retro-left peritoneal abscess. Product was discarded when initially put in place. Not available to r.m.